Event description:
It was reported that the dr was working on the vaginal cuff making contact with metal manipulator and eventually received error 5. The blade was replaced and the case completed with no pt consequence. The device will be returned.